Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 2 samples from the cobas e 801 module. Sample 1 initial result was <0.6 pmol/l. The repeat result using the same analyzer was 480 pmol/l. The repeat results from another e801 analyzer were 14.9 pmol/l, 14.3 pmol/l, 11010 pmol/l, and 24013 pmol/l. Sample 2 initial result was 2559 pmol/l. The repeat results from another e801 analyzer were 11010 pmol/l, 11010 pmol/l, 11010 pmol/l, and 25168 pmol/l.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The analyzer alarm trace contained "sample short", "reagent probe", and "sample foam" alarms on the day of the event. Based on these alarms, pre-analytical handling issues at the customer site could not be excluded. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.